Event description:
A journal article was reviewed which contained information regarding implantable leads. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique lead/serial numbers. Multiple failure modes were referenced in the article, with no specific lead model failure indications. The failure modes were noted as: chest pain, tamponade, hypotension, perforation, and effusion. Surgical intervention was required on four patients; and thirty-five patients underwent echocardiographic-guided pericardiocentesis. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. The gender of the baseline characteristics is approximately 50% female and the baseline age is approximately 75 years old. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly.without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: ¿incidence and predictors of cardiac perforation after permanent pacemaker placement.¿ heart rhythm. 2005. Vol 2; no 9, 907-911. (B)(4).